Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium powerport isp - groshong products that are cleared in the us. The pro code and 510 k number for the titanium powerport isp - groshong products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly had lump above the port. It was further reported that port nipple was allegedly expelled outside the patient. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the patient allegedly had lump above the port. It was further reported that port nipple was allegedly expelled outside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium powerport isp - groshong products that are cleared in the us. The pro code and 510 k number for the titanium powerport isp - groshong products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. Scar was noted on the chest which looks healed. Small bump was noted on chest near the scar area. Therefore, the investigation is inconclusive for the reported expulsion as provided evidence are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.